Manufacturer narrative:
The pump was monitored for several days and no unexpected countdown or alarm was noted. The pump passed the error test. However, the pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm after battery change. During troubleshooting, alarm history showed a signal too low alarm and excessive motor error alarms. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.